Event description:
It was reported to st. Jude medical that the lead dislodged twice and as a result, the lead was replaced. It was also noted that the lead was inadvertently discarded by one of the operating room staff; therefore, no analysis will be performed.